Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The reported dissection is listed in the instructions for use (IFU) as a known adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a distal circumflex artery interventional procedure, a trek rx balloon dilatation catheter (bdc) was used for pre-dilatation and a minor dissection occurred. Two planned xience xpedition stents were successfully implanted to complete the procedure. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There was no device malfunction reported. The patient was discharged home on (B)(6) 2013. There was no additional information provided.